Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On 11/15/2024, the patient's parent reported that on (B)(6) 2024, the patient experienced inaccurate cgm values after the sensor had been inserted in the arm. The estimated glucose value (egv) was reportedly in normal range between 79-150 mg/dl and the blood glucose (bg) was not checked. The patient experienced tiredness and collapsed. 911 was called and the bg was above 800 mg/dl. The estimated glucose value (egv) was not documented. The patient was diagnosed with diabetic ketoacidosis (dka) and hospitalized for a week and treated with insulin shots and intravenous (IV) drip. At the time of the call, the patient was feeling ok and back to normal both physically and mentally. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.